Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 37642 lot# serial# unknown implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported their implantable neurostimulator (ins) interfered with their heart monitor during the implant surgery for the heart monitor. The patient did not specify at which point the interference occurred or how it happened. As a result, the patient stated that they were advised to "turn down" the ins. The patient noted that the ins did not interfere with the heart monitor after they "turned down" the ins. However, the patient mentioned that their therapy settings were stuck on group b and they were unable to change them back to group a. The patient explained that they "turn down" their therapy settings to group b at night, but they have not been able to change it back to group a. The patient requested assistance changing to group a, which was the actual reason they called. During the call, the patient reported that their current therapy settings were "2.40 b 2.60." The patient was educated on how to change groups, and they confirmed they were able to change to group a successfully. The patient reported that the therapy settings for group a were "2.00 on the left." The patient stated that the left side was supposed to be 2.40. The patient was educated on how to increase amplitude. As the patient was trying to increase amplitude for the left side, they saw a screen that they described as a "camera." Based on the patient's description, it was reviewed that the patient was most likely seeing the 'turn therapy on' informational screen (the screen that appears when a patient tries to increase a parameter while therapy is turned